Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing device from the dispenser coil, after flushing, the shaft got broken at the hub. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. Date filed: 16 august 2006.